Manufacturer narrative:
(B)(4). Damaged line the band/balloon with 10cm of catheter, the injection port with the locking connector and the tubing strain relief were returned. Upon visual inspection, it was observed that the balloon 5.6mm tear localized at 7cm from the catheter connection. Two fold lines were present on the balloon. Several brown and yellow stains were present inside and outside of the balloon. A leak test was performed on the balloon and a leak was found at the site of the tear. The injection port was returned with the actuator in the locked position, the hooks were deployed, and locking connector was in locked position. The tubing strain relief was 3mm from the origin location. It was also noted that excessive biological debris were inside of hooks and actuator ring. Per microscopic examination, eight punctures were observed on the septum. A functional test was performed on the injection port with an unsuccessful result. Actuator ring was partially blocked. The injection port was disassembled, it was noted that four (4) links no longer connected the hooks to the actuator ring. A tissue in growth was observed. A device history record (DHR) review was performed and no discrepancies were found during the manufacturing process in relation to the alleged issue.

Event description:
It was reported post implant a realize band, the patient was doing well with the band until about a month ago when the patient was not feeling restriction. Unknown what type of testing was done but the band was removed. When the band was removed, there was a whole in the band. During removal of the port they had difficulty disengaging the hooks. Hooks remained locked in position on tissue and port had to be cut out with cautery and scalpel. Another band was implanted and the patient is doing well.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.